Event description:
The account alleged the pt position module is not alarming at the nurses' station. No pt impact.

Manufacturer narrative:
The technician went to repair the bed and the account could not locate it. No further info is available on the repair of the bed at this time.